Event description:
The technician alleged that with the brake pedal in the brake position the brake would not hold on this bed. No injury reported.

Manufacturer narrative:
The technician replaced the brake steer caster to resolve the issue.